Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp3a.251105.015 hardware: pixel 9 pro xl cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient presented to the emergency room (ER) on (B)(6) 2026, due to elevated blood glucose (bg) levels and high blood pressure, accompanied with symptoms of dizziness and confusion. The patient noted that the omnipod 5 application displayed a "high" glucose reading, which indicates bg levels above 400 mg/dl. The patient believed the reading may have been over 500 mg/dl, but was uncertain of the exact level. The patient remained at the ER for approximately three hours before being discharged the same day. He reported that ER staff performed tests to rule out a stroke, but no diagnosis was communicated to him. The patient received instructions to replace the pod to resume insulin therapy, and to continue taking his blood pressure medication. There was no report of medical treatment received at the ER. It was further noted that upon pod removal, the cannula was observed to be bent.